Event description:
It was reported that the colonovideoscope has too high of numbers in water samples. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h6, h8. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Olympus provided the following result of the culture tests, performed at the third-party labs: olympus hmi results 1st sampling: non - conform. Sampling date: on (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: staphylococcus epidermidis; streptococcus vestibularis; rothia mucilaginosa; filamentous fungi; psychrobacillus psychrodurans. Olympus hmi results 2nd sampling: conform. Sampling date: on (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. Based on the results of the investigation, a root cause could not be determined. No correlation has been observed between the product/device status and cause of contamination. In general, device damages (e.g. Scratches) could be a source of microorganisms. Without the cds information and hmi results from the customer, it is not possible to correlate any findings or possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.